Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a malfunction of the "insert slide clamp" this condition had the potential to interrupt delivery. It is unknown when this event occurred or what department the event occured in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with malfunction of the "insert slide clamp" was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be malfunction on safety clamp circuit due to loose sensor connectors. Safety clamp sensor connectors were cleaned and re-soldered to correct this condition. Should additional information be received a follow-up medwatch will be submitted.